Manufacturer narrative:
Insulin pump passed displacement test, rewind, and basic occlusion tests. No unexpected alarm during testing noted. Insulin pump passed self test and no delivery test and no other alarms noted. However, unexpected alarm found in alarm history screen due to corrupted history file. Insulin pump had minor scratches lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming. Informed customer alarm is due to the device being without a battery for an extended period of time. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 99 mg/dl at time of reporting. Nothing further reported.